Manufacturer narrative:
As received, the ipg had minor instrumentation marks on the header and septum flaps. It was responsive and communicated with lab utilities. The ipg was tested to manufacturing specifications using the autotester and passed all tests. The complaint for "discomfort at the implant location" was not confirmed. The patient's comfort was related to the location of the ipg. This issue cannot be confirmed by product analysis testing. As received, the ipg had minor instrumentation marks on the header and septum flaps. It was responsive and communicated with lab utilities. The ipg was tested to manufacturing specifications using the autotester and passed all tests.

Event description:
It was reported the patient experienced pain at the ipg site due to the location. The scs system was explanted.